Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter associated with this complaint failed testing. The reported issue was confirmed. In addition, a DHR (device history record) was completed for this product and no deviations, non-conformances or reworks were observed. Performance testing with blood was also performed on the retain test strips. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter powered off during use. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue occurred. The patient does not take any medication to manage his diabetes and continued to follow his usual diabetes management routine in response to the alleged issue. The patient claimed that he developed symptoms of ¿dizzy, sugar spikes and irritable¿ an unspecified time after the meter issue occurred and was treated by a healthcare professional (hcp) in an emergency room (ER) with IV fluids. During troubleshooting the cca noted that there was no apparent misuse of the meter and that the batteries required to be replaced. Replacement products were sent to patient. This complaint is being reported because the patient suffered symptoms suggestive of serious injury and received medical intervention from a hcp, after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.